Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 700cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 26-sep-2022, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation with no replacement breast prostheses on 30-sep-2022. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture, and experienced left nipple discharge and sharp pain. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: incorrect device information was included in the initial report submitted to the FDA. The correct lot number for the suspect medical device is 6875684 and the correct serial number is (B)(6). It is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504004bc, UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 02-dec-2022, mentor received additional information about the event. MRI results indicated the patient developed a mass that is suspected to be a fibroadenoma in her right breast. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-15093 for the report for the patient¿s right breast prosthesis. Nipple discharge from the left breast was reported. On 08-dec-2022, mentor received additional information about the event: it was reported that the patient developed capsular contracture (baker grade unknown) in her left breast post implantation. An operative report states that the patient¿s left breast prosthesis was removed intact and that it was the patient¿s right breast prosthesis that had ruptured. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4). D4 lot: 6875684 d4 serial: (B)(6). D4 catalog: 3504004bc d4 unique identifier (UDI): (B)(4).

Manufacturer narrative:
On 21-oct-2022, mentor received additional information about the event. An updated explantation date of (B)(6) 2022 was reported. Manufacturer¿s reference number: (B)(4).